Event description:
It was reported that an unspecified malfunction alarm occurred. There was no information available on the blood glucose level, hence no reported impact. The customer decided not to return the pump, and the complaint was closed without further actions.